Event description:
It was reported that the electric dermatome handpiece was broken. No additional clinical information was received prior to this report.

Manufacturer narrative:
(B)(6) 2012, us and (B)(6) customers were sent an urgent patient safety advisory informing them of the need for proper care and preventive maintenance of their device informing them of improperly maintaining instruments that may cause donor site injuries or result in damage to the graft. The device was returned to the manufacturer for repair and evaluation. The service record indicates that the device was manufactured on 01/14/2006 and was last repaired on 10/21/2011 for a non-related issue. Evaluation of the device observed operated erratically and ceased operation after being power cycled for a third time. Prior to repair, the device was outside of calibration specifications at the zero thickness setting on the right and left sides. Repair of this device included replacement of the motor, head, eccentric shaft, width plates and the standard repair parts. In post-repair analysis, corrosion of the exterior motor casing was observed. The motor ran slowly before operation ceased and was outside electrical specifications. Given the corrosion on the exterior motor casing, it is likely that the interior of the motor became damaged over time, which likely cause the customer's reported event. Lack of preventative maintenance most likely allowed the damage to the motor to occur over time. The cause of the corrosion was likely due to the entry of moisture within the handpiece. No information was obtained regarding customer's cleaning or sterilization practices; however, improper handling related to cleaning or sterilization could have cause the corrosion on the motor. The device was serviced and returned to the customer.